Event description:
The technician reported the brake casters are ratcheting while in brake mode. No pt injury reported.

Manufacturer narrative:
The technician found the brake casters are worn. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc and replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. The technician replaced the brake caster and brake steer caster to resolve the issue. Based on this info, no further action is required.